Manufacturer narrative:
(B) (4).

Event description:
The patient experienced stimulation in the wrong location following device replacement (see MFR report # 3004209178-2010-04332). Group impedance check showed >4000 ohms. The healthcare professional (hcp) was unable to do more exhaustive impedance measurements due to shocking/jolting and discomfort to the patient. Multiple programs were tried with no success. Subsequently, the patient reported no stimulation sensation and a loss of therapeutic effect beginning (B) (6) 2010. She also had an increase in baseline pain. There was no accident or other incident related to the event. She tried programs 1, 2, and 4 with no stimulation felt. She was able to feel stimulation on program 3 at 1.7 volts and was left on this setting to see if symptoms are relieved. She was re-directed to her healthcare professional to check all of the patient's programs. Further information was requested.